Event description:
(B)(6) results were obtained for a patient samples. The results were discordant with the (B)(6) result and previous testing on an alternate method. The result from the alternate method was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) states in the interpretation of results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Nonreactive: samples with an initial value <8 miu/ml. (B)(6) is below 10 miu/ml and the patient is considered not to have protective immunity to (B)(6) infection. Reactive: samples with an initial value greater than or equal to 12 miu/ml. (B)(6) is detected at greater than or equal to 10 miu/ml and the patient is considered to have protective immunity to (B)(6) infection. Retest zone: samples with an initial value greater than or equal to 8 miu/ml and less than 12 miu/ml. If results are within the retest zone after initial testing, samples must be retested in duplicate. After retesting, if 3 results are available and 2 results are greater than or equal to 10 miu/ml, then the sample is considered to be reactive. If 3 results are available and 2 results are < 10 miu/ml, then the sample is considered to be nonreactive."